Manufacturer narrative:
(B)(6) 2011:the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k072543.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch select meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions on (B)(6) 2011 and obtained/verified the following information. The patient informed the mss that her testing frequency is 4 times daily and manages her diabetes with novolog insulin based on a sliding scale. The patient reported the alleged issue began on (B)(6) 2011 between 6:00am and 10:00am. The patient reported blood glucose readings of "191 mg/dl" with the subject meter and "113 mg/dl" on another meter (brand unknown), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. As a result of the alleged issue, the patient was not able to confirm whether any changes were made to her diabetes regimen. Prior to the start of the alleged issue, at 3:00am that morning, the patient stated she tested her blood glucose with the subject meter and obtained a reading of "270 mg/dl". Based on the reading of "270 mg/dl", the patient stated she administered 4 units of novolog insulin. The patient confirmed 3 hours after administering her dose of insulin, she passed out. In response to her symptom, the patient stated emergency medical services (ems) was notified for assistance. When the ems arrived at approximately 6:00am that morning, the patient stated she received treatment from them; however she was not able to recall and/or confirm what kind of treatment she received. In addition to receiving treatment from ems, the patient stated she was brought to the emergency room (ER) by ems at an unknown time later. At the time of the ER, the patient stated she received additional treatment; however she was not able to recall and/or confirm the treatment she received. The patient stated she only recalled having to stay at the hospital until (B)(6) 2011 for observation. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly, the patient's process for testing was correct, and the results obtained were from an approved sample site. However, the patient was not able to perform a control solution test since she did not have the control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, developed symptoms suggestive of severe hypoglycemia, and reportedly received medical intervention from a health care professional (hcp) after the reported issue began.